Event description:
It was reported that the artificial urinary sphincter (aus) device was explanted on an unspecified date because the patient was still experiencing incontinence. A new aus device was later implanted on (B)(6) 2020. The surgery was successful.